Manufacturer narrative:
(B)(4).

Event description:
Related manufacturing reference: 2182269-2016-00029, 9680001-2016-00090. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed and the circular mapping and ablation catheters were advanced to the left atrium. During geometry creation, fluoroscopy revealed that cardiac motion had decreased. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the catheter met specifications during electrical testing. The catheter also displayed acceptable signals during an ECG simulation. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.